Manufacturer narrative:
Product complaint (B)(4). Additional information: d9 d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. H3 evaluation: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the device was returned inside it's package unopened. The package was opened and visually inspected, no foreign matter was observed. Additionally, a photo was provide that shows a foreign matter inside the ampoule. Although no conclusion could be reach on the cause of the reported event. Although no foreign matter defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an (B)(6) 2025 and topical skin adhesive was used. It was found that there was foreign object inside the ampoule during routine check. It looks dark brown, changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided.